Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, twisted the reservoir in and piece came off and whole top layer popped off. The blood glucose was 85 mg/dl at the time of the incident. The device is expected to be returned for analysis. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded serial number label, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.